Event description:
It was reported by the customer that the empty lift (without the patient) was going to the charger station, at this time the hanger bar detached from the strap and hit the caregiver on the back of the neck, shoulders and then leg.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. (B)(4).